Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr) is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. A definitive cause for the single leaflet device attachment (slda) could not be determined. The mr was most likely due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated weight. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2017 one mitraclip was implanted to treat grade 4 degenerative mitral regurgitation (mr); mr was reduced to grade 1. The 30 day echocardiogram found recurrent mr grade 3 to 4 and the mitraclip appeared to be attached to the leaflets. A second mitraclip procedure was performed on 01/09/2018 when a single leaflet device attachment (slda), of the original mitraclip, was noted and mr was grade 4. One additional mitraclip was implanted reducing mr to grade 1 to 2. There was no additional information provided.